Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was needle and holder separation/ spin out. The following information was provided by the initial reporter. The customer stated: "when the teacher in the blood collection room was preparing to collect venous blood for the patient, the blood collection needle flew out due to the looseness of the needle cap, causing no personal injury. The teacher immediately replaced the venous blood collection device with a new one, and then reported it to the department as soon as possible. Head nurse."